Event description:
It was reported that the pump was replaced due to "end of life, normal battery depletion". There was no pt injury and the recovery was without sequela. There was no hospitalization.

Manufacturer narrative:
(B)(4). Final analysis reported high battery resistance. Pump did not run for full 2 mins at 24,000 ul/day and bench test (bct) logs showed a voltage drop of .57 volt and a low battery reset (lbr). Pump did not run for full 2 mins at 5,000 ul/day. The battery resistance waveform test showed a high resistance of 2012 ohms.